Event description:
During a gastrectomy procedure, one side of staple line was not stapled. After replaced cartridge, mid of staple line had staple malformed (open shape). There was no pt consequence. 1 device returning.